Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/21/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. The returned samples revealed that it was received two detached needles and two sutures that pertained to product code w9915. In order to evaluate the conditions of the detached needles, the swage area and hole were noted with marks by a surgical instrument. In addition, the sutures were examined and the end was noted to be cut probably caused by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported a patient underwent an unknown surgery in (B)(6) 2023 and suture was used. It was reported that the suture was found broken when it was opened to prepare for the surgery. Changed another two to continue the surgery, the same problem happened .changed the fourth one to continue, the suture broke when sewing in the surgery. There is no report on patient's injury. No additional information could be provided.